Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k142259, k163701 b5: describe event or problem: updated investigation results: device evaluated by MFR: the direxion hi-flo device was returned to our post market quality assurance laboratory. Visual examination revealed multiple nickel shaft fractures at the strain relief and approximately 6cm from the distal tip. Microscopic examination revealed inner shaft kink located at the strain relief and a crushed tip section to the distal tip located approximately 3mm extending 30mm from the distal tip. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the direxion hi-flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that shaft break occurred. The target lesion was located in the liver. A direxion hi-flo was selected for use. During the procedure, there was a leakage noted while priming the line with water, and the catheter was assessed to be fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that when injecting water and priming were performed outside the body, a leakage was found and it was suspected that catheter fractured.

Event description:
It was reported that shaft break occurred. The target lesion was located in the liver. A direxion hi-flo was selected for use. During the procedure, there was a leakage noted while priming the line with water, and the catheter was assessed to be fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #: k142259, k163701.